Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device was tested on the bench and no anomalies were found. The cause of the field event remains undetermined.

Event description:
New information notes that the patient condition before, during and after the procedure was stable.

Event description:
It was reported that the patient received multiple shocks at home and on the ambulance going into the hospital. There was high amplitude noise on the v sense amp. The far field channel had undersensing resulting in secure sense going passive. The device was explanted and the lead was capped. No further information available.